Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure, the sheath cracked. Approximately 6 minutes into the procedure, sheath cracked where it screws onto the adaptor; fluid leaked. The physician removed the sheath from the patient while in the cool down phase; before the device had cooled to body temperature. The physician observed 3rd degree burns over the entire buttocks region of the patient. Sylvadyne cream was used to treat the burns. The patient's skin was observed to have begun to slough off before being discharged.